Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/31/2019. Additional investigation summary: one opened sample of product code sxpp1a404, lot pbm566 was received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, body fluids at the barbs and the sides of fixation tab broken were noted. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4). The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and barbed suture was used. The fixation tab of the suture came off the suture during continuous suturing. Further details are not provided. There were no adverse consequences to the patient.